Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1; -13.00/+0.50/96 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on 19-nov-2021. The patient experienced lens rotation. On 15-may-2022 the lens was repositioned; but this did not resolve the problem. On 04-jun-2022 the lens was exchanged with a same length but different model and this resolved the problem.

Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial and dry. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens within specifications. Claim#: (B)(4).

Manufacturer narrative:
B5 - bioptics was also performed to correct the patients residual astigmatism, should have also been included in initial medwatch report. Claim#: (B)(4).